Event description:
It was reported that when packaging was opened for part #(B)(4), lot #61787876, the implant inside was etched as part #(B)(4), lot #61787881. Another (B)(4) was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.